Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was over 400 mg/dl. Customer suspected there was an issue with the infusion set site or cartridge; however, customer changed both the infusion set and cartridge and the cause of the issue was not determined. A bolus was delivered to address bg.